Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed red rash under the therapy electrodes. Rash was described as reddened with blistering. Patient reported a gel leak and the electrode belt was exchanged. Patient reported while riding an e-scooter she got stuck on a metal plate and fell. In the process she fractured her jaw. Patient underwent surgery on her jaw. There are no allegations the lifevest caused or contributed to the fall. A physician advised to start a therapy. Patient's grandmother use vaseline on the rash. Outcome of the rash is unknown. It's unclear if the doctor provided any therapy or medical intervention. Reporting out of the abundance of caution.